Event description:
(B)(4). Event occurred in the united states. The patient reported that hooked the set and made them clip and they came loose at the quick release and did not stay together while the patient got up from the chair and noticed the shirt was wet. Patient's blood glucose level was 180 mg/dl at the time of incident. The site was at the stomach and the pump was located at the right hip. The infusion was in use for two days. Reportedly, the infusions were stored in the bedroom. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.